Event description:
It was reported that pump battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide further information.